Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d1101: the device instructions for use (IFU) describe how the ctagac device is intended for use in the descending thoracic aorta distal to the left common carotid artery. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, a patient underwent an endovascular procedure to treat a stanford type b dissection with lower limb ischemia using gore® tag® conformable thoracic endoprosthesis (ctag) devices. A ctag was deployed with its exposed proximal stent apices partially covering the left common carotid artery (lcca). The physician predicted that the ctag would migrate distally by 2-3 mm; however, the ctag did not migrate. Therefore, flow in the lcca was observed to be decreased. The rso2 did not change at that time, and the physician decided to deploy a bare metal stent in the lcca to restore flow as a precaution. After the bare metal stent was deployed, flow was restored. The patient tolerated the procedure.